Event description:
A hemodialysis (hd) facility administrator (B)(6) contacted (B)(6) customer service to report after cannulating the patient, blood began leaking from needle at white plastic that connects the needle to the wings. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).